Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient had stopped charging their ipg after their charger had been lost. The patient's ipg was no longer communicating to external devices and has been confirmed to be inoperable. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6)2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.